Event description:
It was reported that the patient advocate informed that the battery of this pacemaker was suspected to be depleting prematurely. The device explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient advocate informed that the battery of this pacemaker was suspected to be depleting prematurely. The device remains in service. No additional adverse patient effects were reported.